Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the liquid leaked out from the handle at the base of the needle. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. The product returned for evaluation was one 22g safestep infusion set without y-site. The unit was functionally tested by flushing the infusion set with water using a 12 ml luer lok syringe. During testing, a leak was observed originating from the needle housing near the base of the needle. The needle housing was microscopically inspected for adhesive voids with and without a uv light. No obvious voids were identified. However, based on the observed leaking location it is likely that a void in the adhesive is present inside the needle housing. The device is a supplied component and the supplier was notified of the event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the liquid leaked out from the handle at the base of the needle. There was no reported patient injury. No other information was provided.